Manufacturer narrative:
(B)(4). Batch# m5538m. The analysis results found that the ats45 device was received with the firing trigger broken and with a tr45w cartridge loaded on the device. The returned reload was received partially fired 1/3 consistent with an incomplete which indicates that the device's firing cycle was interrupted. No further functional test could be performed due to the condition of the device. No conclusion could be reached on what cause the firing mechanism to fail; it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge. When either or both of these scenarios occur the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of procedure was the device used in? When the reload did not fire completely, did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? When the reload did not fire completely, did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? When the handle broke, what portion of the handle was broken (closing trigger, firing trigger, white handle, etc.)? Did any piece break off of the device? If yes, did it fall into the patient? If yes, was it retrieved? If yes, is it returning with the device? Or, was the piece discarded? On which firing did this event occur (1st, 2nd, 8th, etc.)? What color cartridge was being used?

Event description:
It was reported that during an unknown procedure, the handle broke and the reload did not fire completely. A new device was opened and used to complete the procedure. There was no adverse consequence to the patient reported.